Manufacturer narrative:
The reported field events of inappropriate therapy and incorrect measurement were not confirmed by device analysis. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes that the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with a diagnostic anomaly exhibited by the implantable cardioverter defibrillator. The fastpath summary noted one high-voltage shock, while the episode summary noted four shocks. The episode printout had no shocks recorded, although the patient reported four shocks. The device deactivated and was later was explanted and replaced during an unrelated procedure to address a competitor lead. Further information was requested but not received.